Event description:
The system 6 sagittal saw was sent for evaluation due to smoking during testing causing the battery to melt. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 6 sagittal saw was sent for evaluation due to smoking during testing causing the battery to melt. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The reported event, smoking and melting battery, was not duplicated; however it was confirmed that the device had no power due to non-stryker modifications to the e-box. Non-stryker modifications to the handpiece can result in power loss or reduced performance including smoking and overheating.